Event description:
It was reported that the boston scientific representative wanted a review of an episode from a couple of years ago. Technical services (ts) reviewed the reports and found that the patient received eight shocks and therapy was exhausted. A shock was induced a few days later for the patient. Ts noted that there were only two non-sustained ventricular tachycardia (nsvt) episodes since then and a shock was delivered appropriately and successfully converted the rhythm the day before the representative called for the review of reports. The device remains in use. No additional adverse patient effects were reported.